Event description:
The customer returned the tracheal intubation fiberscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that chipped glue was found on the light guide lens and the objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. B3: the date of the event is unknown. Additional information will be provided if available. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the chipped glue malfunctions: degradation problem led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.